Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, at 80% deployment, the valve would dislodge toward the ventricle and a stable position could not be maintained. It was reported that the patient experienced cardiac arrest. The 34mm valve and delivery catheter system (dcs) were withdrawn and a decision was made to perform surgical aortic valve replacement (avr) instead. No additional adverse patient effects were reported.